Event description:
It was reported that this right atrial (ra) lead was explanted with reason unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5. Describe event or problem and f10. Device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted with reason unknown. No additional adverse patient effects were reported. Additional information was received indicating that the lead was damaged during an open-heart procedure, where the lead tip was cut.